Manufacturer narrative:
Correction: d1 has been updated from short description to brand name. F14 zip code removed as not applicable. Manufacturer narrative: received one ias12-100lpi in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the distal tip of the device is broken. The broken piece however, was not returned with the device. The likely cause for this event is the use of excessive force during insertion of the cannula and/ or contact with another instrument during manipulation. A device history record review found no abnormalities that would contribute to this reported event. A 2 year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 123 complaints, regarding 126 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during vats esophagectomy procedure on (B)(6) 2024 when it was reported, ¿at a vats esophagectomy, breakage of the ias12-100lpi tip occurred during the chest manipulation procedure. They checked the damaged part with an endoscope and tried to retrieve it, but could not find it, so they converted to open surgery and succeeded in finding and retrieving the damaged part. After that, a gastric tube was created, the surgery was completed, and the damaged part was completely recovered (butted at the other end). In the interview with the surgeon, ias12-100lp was placed in the 9th intercostal space. The surgeon commented that there was a high possibility that the trocars collided with each other in the thoracic cavity when a 12mm port was placed in the 7th intercostal space and the trocars were manipulated during chest manipulation (the breakage was discovered during the procedure).¿. The procedure was completed using another same device. There was no report of extended hospitalization for the patient. This report is being raised due to the reported injury of conversion to open procedure.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during vats esophagectomy procedure on (B)(6) 2024 when it was reported, ¿ at a vats esophagectomy, breakage of the ias12-100lpi tip occurred during the chest manipulation procedure. They checked the damaged part with an endoscope and tried to retrieve it, but could not find it, so they converted to open surgery and succeeded in finding and retrieving the damaged part. After that, a gastric tube was created, the surgery was completed, and the damaged part was completely recovered (butted at the other end). In the interview with the surgeon, ias12-100lp was placed in the 9th intercostal space. The surgeon commented that there was a high possibility that the trocars collided with each other in the thoracic cavity when a 12mm port was placed in the 7th intercostal space and the trocars were manipulated during chest manipulation (the breakage was discovered during the procedure).¿. The procedure was completed using another same device. There was no report of extended hospitalization for the patient. This report is being raised due to the reported injury of conversion to open procedure.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.